Event description:
Chemo infusing into PICC. A drip noticed from line. Upon further investigation, it was observed to be leaking from white port on filter on chemo line. Chemo stopped. Pharmacy brought new filter section, flushed with ns and old filter line exchanged. No more leaks observed. Chemo was etoposide, doxorubicin, vincristine.